Event description:
Procedure type: hernia. According to the reporter: it was noticed that the item is bent and when trocar was inserted and shavings were found in the patient cavity. Shavings were retrieved. Delay in operating room time, tissue damage and additional bleeding were not reported. No patient injury was reported.

Manufacturer narrative:
(B)(4)